Event description:
Customer reportedly obtained a result of 501mg/dl on the advantage system while a professional device returned a result of 71mg/dl within 10 minutes. Customer drank juice in response to results. No adverse reported. Requested return of suspect system and replacement was sent.